Event description:
Pt was admitted via ER on 4/14/95, diagnosed with pulmonary edema. An 18 gauge IV catheter was placed in the right external jugular for administration of medication. This site was used due to a lack of other IV access. On 4/14/95 the catheter was to be removed. When the dressing was removed the catheter hub base fell aside, apparently having separated from the catheter tip at the insertion site. No evidence of the rest of the catheter was present. Duplex sonography of the right internal and external jugular veins showed them to be widely patent, no thrombus identified, no foreign bodies demonstrated. The pt has demonstrated no ill effect to this date.